Manufacturer narrative:
D9 - date returned to manufacturing-7/17/2024. A device was returned for evaluation. Visual inspection of the packages did not reveal any abnormalities. It was confirmed that the adhesive had been applied on the release liner and not on the facestock label, therefore confirming the customer's problem. The root cause is inadequate manufacturing from the supplier is the problem source of this issue. The supplier is no longer an operating business, and the label source will be supplied from another vendor. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during inspection that they found defected label which was contained in syringe package and when removing the label seal from mounting paper, glue was still on mounting paper not on label and cannot stick it to the syringe. There was no patient involvement thus no patient harm reported.